Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred during the load process. The customer reported a blood glucose level of 130 (mg/dl). Reportedly, the customer did not follow the proper load sequence. The customer reverted to an alternate pump for diabetes management.